Event description:
The customer received a blood glucose reading of 591mg/dl on the contour next ez meter, re-tested on a breeze2 meter and the reading was 84mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The call ended before additional information could be obtained. Product was not replaced.